Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Medtronic representative reported via email high blood glucose levels. Customer's blood glucose level was over 600 mg/dl. Customer experienced diabetic ketoacidosis, high blood glucose levels, difficulty breathing, tenderness on the left side of their insertion site and was hospitalized. Customer experienced low blood glucose as well.